Event description:
It was reported that during a procedure the housing broke and dropped from the saw. Another device was used to complete the procedure. There was no significant delay, no medical intervention and no adverse consequences reported.